Event description:
Healthcare professional reports capsular contracture, baker grade unknown, and calcification. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white calcification of the 100% on the surface of the shell. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No was observed deflation during the analysis. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth implants, due to the patients concern with the product. Healthcare professional reported, "calcification" and "capsular contracture, baker IV". Healthcare professional later reported, devices were not deflated upon explant. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.